Event description:
It was reported to philips that device shuts down low c-max use.

Manufacturer narrative:
Previously reported on pr 2563825 with MDR# 3003832357-2022-00039. Device investigation has taken place on pr 2563825 with MDR#3003832357-2022-00039.